Event description:
The iab leaked. Blood was noted in the folds of the membrane. The iab was not returned to co for eval. The iab was discarded by the facility.( event complications: unknown - reported 1/6/97.) (Pt's current status: unk-rpt'd 1/6/97.)